Manufacturer narrative:
Other relevant device(s) are: product ID: d -evprop34us, serial/lot #: (B)(4), ubd: 15-jan-2021, UDI#: (B)(4). Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient was measured for a 34 mm valve. A pre-dilation was performed using a 24 mm balloon. The valve was deployed to 80% and the patient decompensated. No pressure or heart function was noted. The valve was recaptured and removed from the body. The patient was placed on bypass and recovered. A new valve was successfully implanted. Bypass was removed. No additional adverse patient effects were reported.